Manufacturer narrative:
Visual inspection: tip of the device was confirmed to be deformed. The tip was deformed in a clockwise, rotational pattern. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The returned device was inspected, and the distal tip was observed to be deformed in a clockwise, rotational pattern. The observed deformation pattern indicates that the damage occurred during tightening. Upon correspondence with rep, it was communicated that the tip of driver twisted before torque limiting handle clicked. As the device was manufactured in 2018, it is possible that repeated use of the instrument during its service life weakened the material integrity at the tip, contributing to tip deformation.

Event description:
It was reported that during final tightening, two denali spinal system torque limiting shafts twisted intra-operatively. The procedure was completed successfully with a 5 min surgical delay. No adverse consequences or medical intervention were reported. This report represents the second of the torque limiting shafts.

Event description:
It was reported that during final tightening, two denali spinal system torque limiting shafts twisted intra-operatively. The procedure was completed successfully with a 5 min surgical delay. No adverse consequences or medical intervention were reported. This report represents the second of the torque limiting shafts.